Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the em interface was returned to the manufacturer for analysis. The unit tracked normally throughout twenty four hours of testing. However; an examination of each port revealed that port one shows signs of gasket wear, which would substantiate the reported issue of intermittence experienced in the field. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. It was noted by the representative that they replicated the issue and replaced the break out box was replaced. (B)(4). The break out box was returned and is currently under analysis. (B)(4). Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that port number one on the break out box was not functioning. There were also intermittent problems during the set up the last few days where they would have to disconnect and reconnect instruments to get them to be recognized by the system. There were also times where the patient tracker was not recognized by the system. They would have to leave registration and go back to the images task, then move back forward to the registration ask before the tracker was recognized. It was noted that the system was down. There was a delay of less than one hour and no impact to the patient. It was reported that port number one was not working correctly which occasionally created some type of issue affecting the other ports functions.